Manufacturer narrative:
H.6. Investigation: five 1ml syringes in fully sealed blister packs from batch 8164893 were received and evaluated. One photo containing a single loose 1ml syringe was received and evaluated. It was observed in the photo, there was a red arrow that appeared to be pointing at a gate mark on the step of the syringe, which was cosmetic in nature with no effect to the form fit or function of the device. The gate mark on physical samples were consistent with the photo evaluation. The gate mark is part of the normal molding process and is a result of the process design. The mold cavity is filled with liquid resin through the gate then rapidly cooled. The remaining circular mark is a result of this process and is purely cosmetic with no effect to the device's form fit or function. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.see h.10.

Event description:
It was reported that syringe 1ml ll was damaged on 600 occasions before use. The following information was provided by the initial reporter: their company inspected the new batch of syringes and found that there were defects in the barrel near the syringe flange. The defect categories are shown in the attached drawings. After inspecting one box of the first box (B)(4) pieces in total), their company found that basically each group had similar defects, and then took another 7 boxes and randomly selected one box from each box for inspection. A total of (B)(4) pieces were inspected and found there are (B)(4) syringes with the same defect. According to this ratio, the batch of injection needles can no longer be used and has been stopped.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ll was damaged on 600 occasions before use. The following information was provided by the initial reporter: their company inspected the new batch of syringes and found that there were defects in the barrel near the syringe flange. The defect categories are shown in the attached drawings. After inspecting one box of the first box (100 pieces in total), their company found that basically each group had similar defects, and then took another 7 boxes and randomly selected one box from each box for inspection. A total of 800 pieces were inspected and found there are 600 syringes with the same defect. According to this ratio, the batch of injection needles can no longer be used and has been stopped.